Event description:
The customer reported that the insulin pump alarmed after the device was dropped. The customer is five months pregnant. The customer stated that the insulin pump had screening noise and the alarmed could not be cleared. Advised the customer to discontinue use of the insulin pump and revert to back up plan. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a frozen display followed by constant tone as a result of a faulty force sensor.